Event description:
It was reported that the dome of the filter deployed but the legs caught within the catheter. The doctor attempted to push another filter down the catheter in attempt to free the first filter's leg. This was unsuccessful. The dr. Cut the catheter. The filter and a portion of the catheter remain implanted.